Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned with jam nut stuck, confirming the event. The nut was able to be loosened and the device was fully functional. The investigation concluded that the root cause of the event was likely the surgical protocol was not followed as it clearly directs the surgeon to tighten the jam nut by turning it counter-clockwise as the male threads are reverse (left-hand thread). The surgeon likely turned the jam nut in the incorrect direction in attempt loosen the nut but instead further tightened the nut given the intended thread direction. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that triathlon revision case was taking place, it was noticed that when 4mm offset for the implant was used the nut was found jammed. The surgeon couldn't unjam it with any tool. The surgeon used a new implant and the second offset's nut was also found jammed. The surgeon decided to go ahead and used the 2nd offset in the baseplate. The surgeon was able to get 2nd implant in the right position without torque.

Event description:
It was reported that triathlon revision case was taking place, it was noticed that when 4mm offset for the implant was used the nut was found jammed. The surgeon couldn't unjam it with any tool. The surgeon used a new implant and the second offset's nut was also found jammed. The surgeon decided to go ahead and used the 2nd offset in the baseplate. The surgeon was able to get 2nd implant in the right position without torque.